Event description:
It was reported that the ilet pump touchscreen became nonresponsive on the slide-to-unlock screen, which was initially resolved by an app restart but recurred after a firmware update; the problem was characterized as a key or button not working and associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a touchscreen input failure consistent with a key/button unresponsive condition, with a software problem identified and the cause traced to component failure. It was concluded, based on previously established findings for similar reports, that the cause was component failure.